Manufacturer narrative:
The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. It was reported that the dressing was not sticking to skin. Potential factors that can contribute to the reported event include skin preparation and application, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, customer used 1 out of the box and found that it was not sticking to her skin. The customer had clean skin with no moisturising products on the skin prior to application. No delay was reported. It is unknown how the procedure was finished. No other complications where reported.